Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient's previous device was "inactive" and the hcp indicated that the operation notes indicated that the "battery failed." No patient symptoms were reported with this issue, but it did appear that the device was replaced. According to the hcp the issue was believed to have occurred in 2005. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient's ins was placed in (B)(6) 2010 and on testing of the implant it was determined to be at end of service (eos). The hcp also noted that the ins had not yet been replaced due to the patient's significant medical issues. These symptoms were not reported to have been associated with the ins or therapy. There were no further complication reported or anticipated.